Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a proximal type I endoleak with no reported aneurysm enlargement or migration. On (B)(6) 2014, follow-up imaging identified either a proximal type I or a type ii endoleak with no evidence of aneurysm enlargement. The cause of the endoleak is reportedly unknown. On (B)(6) 2014, additional angiography was performed to determine the cause/location of the previously seen endoleak. It was reported that no endoleak was identified during angiography. However, the physician elected to balloon the proximal end of the trunk as a prophylactic measure. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: medications ¿ aspirin, ativan, cilostazol, clonazepam, ferrous sulfate, meclizine, nitrostat, and plavix. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the event could not be determined with the provided information.